Event description:
It was reported that during open pancreas surgery while closing the wound with skin stapler, the device didn't work properly. Staplers were placed kind of "upside down". No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. B3: exact event date unk, entered as (B)(6) 2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) . Date sent: 2/20/2026. D4: batch # 711d25. Investigation summary : the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the pxw35 device was received with the trigger partially fired on the device (midway position) and the condition of the nose weld was slightly over-welded from both sides. There were one exposed staple in the nose of the device causing the staples jammed inside the magazine. No functional test could be performed due to the condition of the device. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number of 711d25 / 44pxw35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.